Manufacturer narrative:
On (B)(6) 2020, mentor completed evaluation of a photo of the device. Photo evaluation summary: images sent from the client on august 18, show a label discrepancy between mentor¿s label and the supplier label and the incorrect product received from the supplier. The mentor label on the product states toomey tip and the manufacturer label on the product states luer lock tip. The syringe is an accessory from a supplier an internal corrective action was created to address the reported issue. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 60cc bd luer-lok was found to be improperly labeled. No adverse event was experienced by a patient.